Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that this phenomenon occurred due to that the clipping device was pulled while the clip was grasping the tissue, and a tensile force might have been applied to the joint between the hook and the clip. This caused the clip did not detach from the hook. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: ¿-do not remove the protective cap (black) forcibly. This could damage the instrument. -when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the insertion portion could be damaged. -keep the insertion portion of the instrument that extends from the biopsy valve and the insertion portion of the endoscope as straight as possible. Do not perform clipping with the insertion section being coiled. Otherwise, the force exerted on the control section may not convey to the clip adequately during clipping. This could result in reduced performance, making it impossible to close the clip or detach it from the coil sheath after clipping.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The clip was detached from the distal end of the device, and it was not returned for investigation. The slider was fully pushed. However, the hook did not protrude from the distal end of the coil sheath. Investigation was carried out by disassembling the device. The hook was lodged inside the coil sheath. The joint of the clip arm in the hook was broken. There were no abnormalities such as buckling or pinching marks on the insertion portion. The manufacturing record was reviewed and found no irregularities. Based on the similar cases in the past, a likely cause of the reported event might be the following. The clipping device was pulled while the clip was grasping the tissue, and a tensile force might have been applied to the joint between the hook and the clip. This caused the clip not detaching from the hook. The exact cause of the hook breakage could not be identified. Based on the event description and the investigation results, it can be inferred that some kind of force might have been applied to the hook when the clip was released. This might have caused the hook to break. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During the procedure, the user had difficulty releasing the clip due to a resistance resulting in an injury with significant bleeding to the patient. Additional information was reported as follows; the patient's condition is ok. The user used a larger clip to stop the bleeding.